Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to unit software problem. Investigation determined that the communication between the user interface controller (epc) and the ventilation controller (cfb) is interrupted and only after a restart of the machine the communication is re-established. Conflict in memory resource allocation between software tasks causes the ventilation controller software to stop, resulting in the generation of the technical failure alarm 305. The failure condition involves a combination of software version 6.0.1600.0 or higher and active hl7 data transmission. Software patch v6.0.2100.0 is in work. After a restart, alarm 305 is resolved. It has been conformed that the hl7 protocol was enabled.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported bellavista 1000 us having technical failure 305 communication to cfb disconnected while on a patient. Furthermore, the patient became desaturated and was moved to a different ventilator.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported bellavista 1000 us having technical failure 305 communication to cfb disconnected while on a patient. Furthermore, the patient became desaturated and was moved to a different ventilator.